Event description:
I have been using a resmed machine and have been having problems with severe numbness and tingling in my hands and feet when I wake up. Has anyone else reported a problem like this? I am attributing the problem to the resmed because it occurs in the morning and becomes less severe as the day goes on. Diagnosis or reason for use: sleep apnea. Concomitant products and therapy dates: 6-8 months.